Event description:
On (B)(6) 2012, the lay user/patient's spouse contacted lifescan (lfs) alleging the patient's onetouch basic meter would not power on. The (B)(4) spoke with the reporter on (B)(6) 2012 and obtained the following information. The reporter claimed the alleged issue occurred back in 2007, she could not recall the exact date. She stated the subject device would not power on and therefore the patient was unable to check his blood glucose. The patient reportedly was managing his diabetes with glyburide pills and novolog insulin 3x per day and self-adjusted based on meter readings and tested 3-4 times per day. She advised the (B)(4) that because the meter was not working the patient stopped taking his insulin because he did not know how much to administer. Approximately one and a half weeks later, she claimed he developed symptoms of "severe weakness and almost passing out." She stated the ems were called and when they arrived the patient's blood was tested using the ems meter (brand unknown) and per the reporter it was "very high" (result unknown). The patient was reportedly given insulin type and dose unknown and the paramedics stayed with the patient until his blood glucose stabilized. She stated the patient obtained and was using another brand blood glucose meter for the last few years, but called in to switch back to onetouch. At the time of troubleshooting, the customer care advocate (cca) noted that the battery needed replacing, but the patient did not have a battery available. The issue remained unresolved and new products were sent to the patient. The reporter was informed of the discontinuance of the meter and test strips. This complaint is being reported because the patient was unable to test his blood glucose due to the reported issue and did not know how much insulin to take which reportedly led to symptoms suggestive of hyperglycemia that required hcp intervention after the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k023948.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.